Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the device failed and it was observed that a portion of the device was missing. The patient was searched but the missing part of the device was not found. In addition, the intended procedure was completed using a different and unidentified device. There was no patient injury. Olympus has followed up with the user facility to obtain add'l info regarding the reported incident but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.